Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed the self-test during startup. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs showed continual powermod_1 communication errors and repeated unexpected controller shutdowns pointing to a potential issue with the power battery management (pbm). Device analysis: upon visual inspection, the pbm super cap shows signs of leaking causing a damaged communication line. Per the results of the clinical review and investigation, the root cause was determined to be contamination from the pbm super cap leaking into the communication lines. This report is being filed as part of a retrospective review of historical records.